Event description:
A customer contacted beckman coulter inc., (bec) and reported the unicel dxh 800 coulter instrument had a liquid leak contained within the cassette pathway under the air mix and temperature chamber (amtc) module. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to open wounds or mucous membranes. No injuries occurred and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan in place at the facility. There was no impact to patient results.

Manufacturer narrative:
The atmc module carries blood, diluent, 6c control, retic-x control and clenz reagent. The customer technical specialist (cts) instructed the customer to flush the amtc, perform a rinse and drain function and verify instrument operation. Service was not dispatched fort his event. The instrument is currently operational. The failure mode for the leak is unknown, but was most like a plug in the mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).